Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic gas dispensing regulator would not dispense gas prior to the start of a pneumatic retinopexy surgery. There was no patient involvement, thus no patient impact associated with this reported event. Additional information was requested.

Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. The investigation has been received from the contract manufacturing site. Per the contract manufacturer, a review of the batch production record for the reported lot number showed no manufacturing issues. A review of the complaint records showed one (1) other complaint against the reported lot number. A review of confirmed complaints against this regulator for flow issues showed there have been 17 confirmed reports since the beginning of 2012. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The contract manufacturer was notified of this report. To date, no further evaluation results have been received from the contract manufacturer. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).